Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation is auto-reducing and the pt is unable increase the amplitude. In addition, stimulation is not effective. Diagnostic testing revealed impedances are within normal range. X-rays were ordered as the next plan of action.